Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that nothing was noted to be wrong with the controller when the rep met the patient. The cause of the patient only feeling stimulation sometimes was not determined. Education on the controller was done and the patient access to change the parameters was turned off to prevent accidental changes in settings. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient used to have to charge the ins every morning, but the patient has been hurting more and now when they wake up in the morning, the ins is at 100%. The patient stated that they ¿can feel it sometimes and sometimes [they] can¿t.¿ the patient stated that it's "like it goes off because the remote." The patient noted that they take a pain pill if they wake up and the ins isn¿t helping. The patient reported that they got a really bad shock when they were on vacation. The patient stated that their legs were shaking from the shock. The patient turned off the stimulation and when they turned it back on, it was on a different group (group c instead of group b like before). The patient met with a manufacturer representative and had everything checked, and the manufacturer representative thought there might be something wrong with the controller. No further complications are anticipated.